Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer also stated that the insulin pump was able to clear the alarm. Customer also stated that the insulin was able to complete the rewind. Customer also stated that the insulin pump was failed in displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 130 alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The insulin pump was also received with corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.